Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent exploratory laparatomy, abdominal hysterectomy, and peritoneal washings due to sui, cystocele, and vaginal prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems and psychological suffering. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.